Manufacturer narrative:
Other, other text: h3: one cadd solis hpca pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported delivery accuracy issue was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Further investigation determined that the expulsor was out of mechanical specification and the cause of the issue. Therefore, the pump expulsor will be replaced in order to bring the delivery into more nominal of a range

Event description:
Information was received indicating that the cadd solis hpca pump was found to be out the calibration tolerance. There were no adverse events reported.